Manufacturer narrative:
A3b: patient gender: not available from facility. A4: patient weight: not available from facility. H3: a portion of the device was discarded, and a portion remained within the patient, thus no product investigation could be performed. H6: although lld cut/cap is a known risk of complication with use of the lld, the physician did not attempt to unlock the lld from the lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a 13f tightrail sub-c rotating dilator sheath, it was used from the subclavian into the innominate, when a break in the lead insulation was noted. Switching to a 13f spectranetics tightrail dilator sheath (long), attempts to extract were unsuccessful due to the exposed pacing wires. The break in the lead insulation became worse; therefore, the decision was made to abandon the extraction. No attempt was made to unlock the lld, and the lead along with the lld was cut and capped and remained in the patient. The patient survived the procedure. This report captures the lld within the lead, which was cut and capped and remained in the patient. There was no alleged malfunction of the lld device in use during the procedure.